Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The stents remains in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article/presentation identifying xience stents that may be related to: death, specific patient information is documented as unknown. Details are listed in the attached article, titled ¿safety and efficacy of second-generation drug-eluting stents in real-world practice: insights from the multicenter grand-des registry." No additional information was provided.